Event description:
It was reported impedances were measured to be greater than 4,000 ohms on some bipolar pairs during implant. After testing the lead alone, it was noted responses were in a ¿good range.¿ it was stated that there appeared to be blood in the connector block. The blood was attempted to be removed by lead removal and a syringe of air. Testing the implantable neurostimulator (ins) and lead together did not show motor response until the amplitude was at about 3.5v. No sensory response was noted by the patient at this time. The physician had felt the amplitude level was ¿too high.¿ the lead was tested again and produced the same response as it did initially. The physician opted for a new ins. Impedances were checked again with better results. Post-operative testing showed all impedances to be within range and the patient was feeling stimulation at 0.7v. No symptoms were reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # unknown, product type lead; product ID neu_wrench_acc, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.